Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a3, b4, b5, b6, b7, d4, d10, g3, h2, h3, h6 d10: ref 00625006530 lot 61160983 screw ref 00625006525 lot 61173042 screw ref 00620004620 lot 61150955 shell ref 00630504628 lot 61112355 liner ref 00784801200 lot 61006809 kinectiv neck ref 00801802802 lot 61167140 versys head multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 01270

Event description:
It was reported the patient underwent a right hip revision approximately 10 years post implantation due to pain, elevated metal ions, and pseudotumor. Pathology reports from the revision procedure revealed necrotic tissue, acute and chronic inflammation, and prosthetic debris. The stem was left intact. All other components were revised without complication.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 00620004620 shell porous with holes. Cat# 00630504628 liner standard 28 mm i.d. Cat# 00625006525 bone screw self-tapping. Cat# 00625006530 bone scr 6.5x30 self-tap. Cat# 00784801200 modular neck e 12/14 neck taper. Cat# 00801802802 femoral head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 01134, 0001822565 - 2021 - 01136.

Event description:
It was reported the patient underwent a right hip revision approximately 10 years post implantation due to a pseudotumor. Attempts have been made and no further information has been provided.